Event description:
It was reported that pacemaker was difficult to interrogate. Upon review, it was noted that this pacemaker was found to be in safety mode. The pacemaker replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.